Event description:
Bilateral capsular contracture, baker grade unknown, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra requests to void report#: 1651189-2022-03022. Additional information was provided from the healthcare provider (hcp) that this was not the affected side. It is only the contralateral.